Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset. The crt-d was interrogated and consequently reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis indicated and illegal address power on reset (por) occurred on 2015 (B)(6) at 06:47:49.